Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "820:00 channel failure ". This condition had the potential to interrupt delivery. This condition was found in the emergency room (ER). It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 820:00 was not confirmed during product evaluation. However the quality engineer has confirmed failure code 810:04 as the problem, after review of the event history. The root cause of the problem could not be determined. The pump head module was replaced as a precaution. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.